Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device came apart was confirmed. An assessment was performed and it was observed that the device bearing stack screw was missing causing the bearings and the spacers to fall out of the device. It was further observed that the loctite failed, causing the bearing stack screw to fall out. The assignable root cause was determined to be component damage caused by wear from normal use and servicing over time, the failure was caused by worn out loctite. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the inner parts of the attachment device fell out. It was reported that there was no delay to a planned surgical procedure, as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.